Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and was treated by insulin pump. This morning the blood glucose was 54 mg/dl and after taking breakfast, it went high up to 206 mg/dl. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will not be returned for analysis.